Event description:
It was reported that an ilet pump experienced a cracked and unusable display screen, after which the user had trouble using the device and shut it down; the device was synced prior to shutdown, and the user plans to return it. Symptoms included no injury. Outcomes included interruption of normal device use with transition to subcutaneous insulin pens and continued cgm use with dexcom g7. Investigation included customer interview and collection of use history. Investigation of this case revealed physical damage to the screen consistent with a cracked or broken display. It was concluded that the event involved device damage to the display component that impaired usability without patient harm.